Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) could not complete a manual capacitor reformation. The device will be returned for analysis.